Event description:
A grinding noise was heard and the device delivered a green cable error during initialization. The customer straightened the cables, reseated the probe, and tried to reinitialize again. The green cable error persisted. The probe was replaced, and the biopsy procedure was completed with the second device. There was no pt consequence. The device was returned for analysis.